Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. During processing of this complaint, attempts were made to obtain complete event, patient and device information.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned device found the plunger was still in the pre-deployed position and there was no slack present on the link. The absence of slack on the link is an indication that the lever was not deployed. The plunger cannot be deployed until the lever is activated. During the investigation, the lever was opened and the plunger was deployed without difficulty. Both cuffs were captured successfully. There was no abnormal observation with the condition of the returned device that could have contributed to the reported suture jammed/suture would not deploy experience. The device conformed to specification and the root cause for this event is related to the operational context in the use of the device. There were no manufacturing or quality issues detected that could have contributed to this event. Review of the device history record for this lot did not produce any findings relevant to this report.

Event description:
It was reported that a physician, trained in the use of the proglide device, attempted arteriotomy closure of the common femoral artery after an unspecified procedure. Reportedly, the suture jammed; the suture would not deploy, step #2 did not perform as expected. A second proglide was used successfully to achieve hemostasis. There was no adverse patient effect reported. Though requested, no additional information was provided.